Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during general inspection , the cs100 intra-aortic balloon pump (iabp) has been found that dried out blood has been introduced inside the safety disk, crm assembly, purge manifold, blood detect tubing assembly, fill assembly & other connecting tubing's.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations the complete tel # is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d5, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes , investigation conclusion), h10, h11 corrected fields: d4(unique identifier), h6 (health effect ¿ impact codes , health effect ¿ clinical code). Additional information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Fse replaced polyurethane clear tubing, male pneumatic component coupling , iabp blood detect tubing , safety disk assembly , iabp manifold fill assembly , male pneumatic luer component 1/16tb , crm assembly. Calibrated all 3 pressure transducers. System testing pending as customer did not had filled helium cylinder available in their stock. Testing will be done once helium cylinder is available. Device is not in clinical use as of now. If any pertinent information is received in the future, a supplemental report will be submitted.